Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A small section of the device fracture off and all pieces were returned. The device had many nicks and gouges in the surface, particularly around the fracture site. The device exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery it was noticed that the impactor's end cap broke when been removed. Nothing fell in patient. No delay or injury reported. A back up was available, but not required.